Event description:
It was reported that it is difficult to attach vacutainer tube to needle, blood leakage occurs on side of holder with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 11 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: while inserting vacutainer tube in the eclipse needle its very difficult to push the tube and the users try to push the tube blood is leaking side of the holder. After observing the needle, the non patient end of the needle is not sharpen its blunt. So its inconvenient for both patients and end user. In every box around 10 to 12 needles are blunt. Please take necessary action.

Manufacturer narrative:
Additional information: 1. Recall summary: bd is conducting a voluntary medical device recall for three lots of bd vacutainer® eclipse¿ blood collection needles 22gx1.25 based on confirmed complaints that the bevel is missing from the non-patient (np) needle end of the eclipse blood collection needle. 2. Product and scope: the bd vacutainer® eclipse¿ blood collection needle is a sterile, single use medical device. It consists of double-ended hollow cannula, pointed at both ends and fixed inside a plastic screw thread hub. The intravenous end of the cannula is pointed for insertion into (usually) the median cubital vein of the arm, while the other end has a point suitable for piercing, without coring, the rubber stopper of a bd vacutainer® blood collection tube. This is the non-patient (np) end. 3. Description of issue: bd pas received complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle product, specifically for catalog # 368608, lot numbers 8207894, 8354527 & 9025826 causing blood leakage. Subsequently, additional complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle were received on lot # 9010765. The investigation indicates that this lot is impacted and the recall has been expanded to include it. 4. Summary table of the # of complaints and mdrs in scope there were a total of 25 complaints and 25 mdrs within scope at the time the expanded field action decision was made. 5. Hhe summary: the risk of transmission of bloodborne pathogens, unnecessary post-exposure prophylaxis due to exposure of hcw to contaminated blood and potential for a needlestick injury from a bd vacutainer® eclipse¿ blood collection with a missing np needle bevel is considered to be very low. Additionally, an overall risk assessment was taken into consideration. Of all complaints bd received, there were no indication of the end user being subjected to direct blood exposure or needlestick injury. Taking all these factors into consideration, the health hazard associated with this product failure is remote. 6. Investigation summary: bd pas has initiated CAPA 744088 to further investigate this issue and implement corrective actions. 7. Recall reference #, either bd internal or res/z# please reference bd recall #: pas-19-1429-fa, associated with res82351. H3 other text : see section h.10.

Event description:
It was reported that it is difficult to attach vacutainer tube to needle, blood leakage occurs on side of holder with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 11 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: while inserting vacutainer tube in the eclipse needle its very difficult to push the tube and the users try to push the tube blood is leaking side of the holder. After observing the needle, the non patient end of the needle is not sharpen its blunt. So its inconvenient for both patients and end user. In every box around 10 to 12 needles are blunt. Please take necessary action.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blunt non-patient (np) needles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #744088 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that it is difficult to attach vacutainer tube to needle, blood leakage occurs on side of holder with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 11 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: while inserting vacutainer tube in the eclipse needle its very difficult to push the tube and the users try to push the tube blood is leaking side of the holder. After observing the needle, the non patient end of the needle is not sharpen its blunt. So its inconvenient for both patients and end user. In every box around 10 to 12 needles are blunt. Please take necessary action.